Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was scheduled for revision due to hematoma that required pocket evacuation and drain placed. Additional information indicated that the entire system was explanted due to infection, sepsis and erosion. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The returned cardiac resynchronization therapy pacemaker (crt-p) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was scheduled for revision due to hematoma that required pocket evacuation and drain placed. Additional information indicated that the entire system was explanted due to infection, sepsis and erosion. A new device was implanted. No additional adverse patient effects were reported.